Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the battery cap was damaged and did not fit securely into the battery compartment. The battery cap got stuck, so a test cap was used. The display was dim, faded and discolored. The symbols on the keypad were worn, the contrast button had an intermittent response, and contamination was found under all of the button contacts when the keypad was removed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged, the display was dim and contamination was found under all of the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.